Event description:
Customer called stating he was getting a low battery alarm on his insulin pump. Customer replaced the battery and got a battery out limit alarm. He changed out the new battery and now the device will not turn on. Customer's blood glucose is 118 mg/dl. The batteries were not out of the device longer than allowed. The contacts on the battery cap are damaged. There is a burn mark on the inside of the battery cap. A replacement cap was sent. Customer was advised if the device does not turn on, to revert to his back up plan until the new cap arrives. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.